Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported difficulty to insert was unable to be confirmed due to the condition of the returned unit. The torn material was confirmed. Additionally, it was noted that the delivery catheter pod (dc pod) was separated distal to the marker. The separated dc pod material was not returned. The material at the dc pod separation was jagged. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. It may be possible that the filter was pulled into the pod too quickly or with excessive force causing damage to the delivery catheter pod preventing the filtration element from being able to load properly; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling. Na.

Event description:
It was reported that during preparation, the emboshield nav6 embolic protection system (eps) filtration element was unable to be pulled into the delivery catheter pod. It was noted that the tip of the delivery catheter was separated in two pieces and there was a tear in the delivery tube. The eps was not used in the patient. There was no patient involvement and no clinically significant delay in the procedure. A spider device was used to successfully complete the procedure. Returned device analysis noted that the delivery catheter pod (dc pod) was separated distal to the marker. The separated dc pod material was not returned. The material at the dc pod separation was jagged. No additional information was provided regarding this issue.